Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a stuck tip clamp and tip sleeve in the reported problem area of the pipette assembly. New tip clamps and lld contact springs were installed in all rows. Plunger clamps were replaced as necessary and a new tip clamp sleeve was installed. The instrument was inspected, tested without further problem, and returned to service.